Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the device was returned in two pieces with one portion of the catheter in the dispenser coil. The catheter was broken at 75.8cm from the proximal end. Two kinks were noted on the second portion of the catheter at 55.8cm and 56.4cm from the distal end of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #2939204-2010-00269. It was reported that during a transarterial chemoembolization (tace) procedure, catheter detachment occurred. A fathom guidewire had been advanced through a renegade (B)(4) microcatheter to an unspecified location. Continuous flush was used between the devices; however, resistance was encountered and the devices broke. The devices were removed and the procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR report #2939204-2010-00269. It was reported that during a transarterial chemoembolization (tace) procedure, catheter detachment occurred. A fathom guidewire had been advanced through a renegade stc-18 130/20/angled/1ro microcatheter to an unspecified location. Continuous flush was used between the devices; however, resistance was encountered and the devices broke. The devices were removed and the procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".